Manufacturer narrative:
The customer reported that the display on the central nurse's station (cns) went blank. They replaced the monitor with a spare and all was working correctly. Nihon kohden technical services provided the customer with the part number for a replacement cns to resolve the issue. No patient harm was reported.

Event description:
The customer reported that the display on the central nurse's station (cns) went blank.

Manufacturer narrative:
The customer reported that the display on the central nurse's station (cns) went blank while in patient use. The root cause was determined to be display failure. During investigation, it was found that the lcd display has a standard warranty of two (2) years. Under normal conditions, after two years of usage there is a chance the display will fail and need a replacement. The customer was given a replacement for the lcd display and this resolve the issue.

Event description:
The customer reported that the display on the central nurse's station (cns) went blank.

Manufacturer narrative:
Details of complaint: the customer called on (B)(6) 2018 regarding no display on the monitor. The customer did not provide unit serial number. Per customer inventory, the unit in use at the time was mu-971ra (sn: (B)(6). This unit was in use with patient at the time of this report. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the root cause was determined to be display failure. The lcd display has a standard warranty of two (2) years. Display monitor a/e108742 serial: (B)(6) was put into service on 8/5/2011. Service history for this facility shows this is an isolated issue. The cause of the blank display on the cns device was due to a failed display monitor. The root cause for the failed display monitor could not be determined due to the lack of available information. Additional information: b4. Date of this report. E3. Initial reporter. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.